Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the patient was admitted into the hospital claiming they had a refill done by their healthcare provider (hcp) 3 days prior to (B)(6) 2019 and now the pump was not working. The event date was reported to be (B)(6) 2019. The treating emergency doctor had aspirated the pump, but had not been able to withdraw any drug. This was also reported as aspiration of drugs from the pump was not successful. The doctor asked if the representative could interrogate the pump, but the representative explained the pump did not have this feature. The representative also explained that if there was no drug in the pump the patient would have been showing signs of overdose. It was indicated there was no issue with the catheter and the issue reported was related to the pump. There were no known contributing factors at the time. The issue was not resolved. The patient status was alive - no injury. There were no reported symptoms. Further complications were not reported. Additional information was received. It was reported it was unknown if the pump was determined to be empty or if the hcp was unable to physically withdraw the syringe plunger. The model of refill kit used was unknown. The patient experienced drowsiness and vomiting. No other troubleshooting was performed. Regarding actions taken, discussions were continuing with the healthcare team. The event had not resolved. The patient was receiving morphine and clonidine; the concentrations and doses were unknown.